Event description:
A customer reported that air bubbles were coming out of the cutter after switching from fluid to air causing a vitreous hemorrhage. The surgeon clamped the line which fixed the issue. The procedure was completed with no further harm to the patient.

Manufacturer narrative:
A sample has not been received for evaluation. A root cause has not been identified. (B)(4).